Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The stimulation sensation the patient felt was pain in ins (stimulator) pocket. The patient reported a burning/stinging sensation at the pocket site for 20-30 minutes. The therapy was confirmed to be off. The patient turned stimulation off and had not had burning/stinging sensation since. She was scared to turn it back on again. The patient reports she falls often. The patient fell and broke her hand in (B)(6) 2015. She fell on a fence 2-3 months ago and again fell on another fence yesterday ((B)(6) 2016). Turn the stimulation off and this stop the sensation. Event date: 2016. Caller stated both her fall and burning/stinging sensation were 2-3 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.